Event description:
Patient was trying to position themselves in the bed. They had applied pressure on top of the plastic side rail. The rail cracked and snapped in two pieces. No injury was reported from the patient.what was the original intended procedure?patient was an ICU admitted patient.device #1is this a laboratory device or laboratory test?no.